Event description:
In the week of november 7-11/94, sympathetic nerve block catheter was to be removed at the pain center per attending dr. When removal was attempted the catheter broke. Upon arrival at medical center surgery dept (11/17/94) the remaining catheter was taped in place to the flank with 1/2" stick tape, which was removed per surgeon's instruction in surgery.